Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed insulin pump error. It was also mentioned that the customer can't get the pump to work. Blood glucose level was 250 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.